Event description:
It was reported to boston scientific corp that during a pelvic floor repair procedure, using a pinnacle anterior/apical pfr kit, one of the mesh legs detached, inside the pt. The physician could not tell whether it tore off, or was accidentally cut during the procedure. The physician pulled the detached mesh leg out of the pt and ties a stand-alone capio suture to where it detached and finished the procedure successfully, without any complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The lot number of the device is unk; consequently, the manufacture and expiration dates cannot be determined. Information supplied in section f was completed by the manufacturer based on information obtained from the complainant. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.